Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 4 injections. The reported issue has been confirmed through testing. The catheter failed the performance test due to system notice message #50005. Dissection / pressure testing with catheter 2af283 / 82298-08 revealed a guide wire lumen kink and breach at 1.33 inches proximal from the tip.

Event description:
Information received by medtronic indicated that the cryoconsole gave system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) during a cryoablation procedure. This occurred when attempting to ablate the right-sided pulmonary veins, after ablations to the left-sided pulmonary veins had been completed. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 02/04/2015.